Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it passed. A functional test was performed and it passed. The receiver case was opened for an internal visual inspection, and passed. The data log was downloaded and reviewed, and a receiver shutdown due to low power at a high battery capacity was observed. The reported event that the receiver ceased to function was confirmed. The probable cause could not be determined.